Event description:
The intra aortic balloon was inserted into the pt on 3/31/1998 at 4:31 p.m. And removed on 4/1/1998 at 12:10 a.m. The intra aortic balloon did not malfunction. The pt had major ischemia. Removal of the intra aortic balloon was required and surgery was required. (Event complications: major ischemia/removal of intra aortic balloon/surgery required-rpt'd 6/10/1998.) (Pt's current status: discharged-rpt'd 6/10/1998.)